Event description:
ICD malfunction - lead fracture with 17 ICD discharges. Device had to be turned off. Received multiple shocks. Lead replaced without difficulty.====================== manufacturer response for right ventricular pacemaker lead, fidelis lead======================this lead was recalled.